Event description:
It was reported that the customer had an accident walking down the steps of his garage. Customer had been having high blood glucose levels since then. Customer's doctor said it was related to the pain. Customer mentioned that he was going high before the accident. Customer was not sure why. Customer mentioned that they will be meeting with their doctor tomorrow. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.